Event description:
It was reported that the ilet did not charge despite the charging pad¿s indicator light showing green, and the device was found fully depleted after being left on the charger and during a live placement check. Symptoms included loss of pump function due to battery depletion. Outcomes included replacement of the device and instruction to return the depleted unit, with the patient advised on shutdown steps and continuation of glucose monitoring using a dexcom g7. Investigation included product support troubleshooting and education on proper charging and device handling. Investigation of this case revealed evidence consistent with low battery capacity or charging system malfunction despite apparent charge indication. It was concluded that the device exhibited low battery capacity leading to failure to charge adequately, and replacement was warranted.